Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture. The atrial lead was not used, and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.